Manufacturer narrative:
(B)(4). Concomitant medical product: stemmed tibial component catalog # 00598003702 lot # 60650686. Femoral component catalog # 00596001451 lot # 60574568. Report source: japan. Customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure fifteen years post implantation due to loosening and wear. The surgeon suspected that the loosening might be caused by wear of the polyethene articular surface prosthesis. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Multiple MDR reports were filled for this event: 0002648920-2023-00066, 0001822565-2023-00904. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.